Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was damage to the pump's casing. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the pump case was fully intact; no evidence of physical damage was observed. Unrelated to the complaint, evaluation revealed that the display was dim/faded and the display text was discolored. The complaint that the pump case was damaged was not able to be confirmed during investigation.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.